Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, after an esophageal procedure, the bravo capsule signal failed, and the recorder was no longer able to detect the signal. There was no harm to the patient, but a repeat procedure was required.